Event description:
N/a.

Event description:
Information received from facility indicated: it was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit lost power off ac no battery. Customer called from the cath lab after the balloon catheter was placed in the patient. As they were getting the patient ready for transport to an outside facility, she said they experienced the pump shutting down without alarm or warning twice. Both times, she was able to successfully restart the pump using the toggle power switch. At the time of the call, the pump appeared to be working normally. She was advise to unplug the pump so she could see the battery cell icon and it was fully charged. In light of the two shutdowns, she was advised not to use this pump for transport. She stated the hospital only has this pump. She said the patient was 90% left main and needed transport to a larger facility. She was asked if there was another transport company in the area with their own pump that could transport instead, and she said no. At this time it would be up to the provider or leadership make that decision to transport with a pump that had already shut down 2x, but was currently working fine. If they chose to transport, it would be recommended they have a 60cc syringe and 3-way stopcock for manual inflation if the pump shuts down and does not power back up. She asked to review the manual inflation process, which we did. After reviewing the cs300 console release handle vs lift levers to unlock battery, she was sent the images and asked if anyone had accidentally pulled the battery lift levers instead of the console release handle. She said ¿no¿. She was given a direct cell number for help and told to give a call en route with any problems or questions. She was also advise to call when they arrived at the other facility. 4:14pm edt. The customer texted after they reached the other facility saying the pump did shut down one more time as they were transporting the patient through the halls of the hospital. They were able to successfully transfer the patient onto the receiving facility¿s pump without issue. There was no harm to patient. Information received from facility mw (mw5151084) indicated: during cardiac catheterization an intra-aortic balloon pump therapy was initiated because of 95% blockage in the left main artery. Shortly after initiation the balloon pump powered down while therapy was going. This happened four times before the patient could leave the facility. Each time we turned the iabp (intra-aortic balloon pump) back on and restarted therapy. We checked all connections and could not find a cause for the issue. The patient remained stable but there was potential for harm to the patient.

Manufacturer narrative:
A getinge filed service engineer (fse) stated power supply had no voltage coming from it and fuses were all good. The fse replaced the power supply 2x (0014-00-0033), and replaced motor control board and unit was still having the same issues. However, the batteries were charging and fans were running. The fse removed the motor control board and reinstalled the original one. A call was escalated and it came down to the solenoid drive board (0670-00-0639) being bad. The solenoid drive board was replaced and a full safety, calibration, and functionality checks passed factory specifications. The unit was returned to clinical service upon completion.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit lost power off ac no battery. Customer called from the cath lab after the balloon catheter was placed in the patient. As they were getting the patient ready for transport to an outside facility, she said they experienced the pump shutting down without alarm or warning twice. Both times, she was able to successfully restart the pump using the toggle power switch. At the time of the call, the pump appeared to be working normally. She was advise to unplug the pump so she could see the battery cell icon and it was fully charged. In light of the two shutdowns, she was advised not to use this pump for transport. She stated the hospital only has this pump. She said the patient was 90% left main and needed transport to a larger facility. She was asked if there was another transport company in the area with their own pump that could transport instead, and she said no. At this time it would be up to the provider or leadership make that decision to transport with a pump that had already shut down 2x, but was currently working fine. If they chose to transport, it would be recommended they have a 60cc syringe and 3-way stopcock for manual inflation if the pump shuts down and does not power back up. She asked to review the manual inflation process, which we did. After reviewing the cs300 console release handle vs lift levers to unlock battery, she was sent the images and asked if anyone had accidentally pulled the battery lift levers instead of the console release handle. She said ¿no¿. She was given a direct cell number for help and told to give a call en route with any problems or questions. She was also advise to call when they arrived at the other facility. 4:14pm edt. The customer texted after they reached the other facility saying the pump did shut down one more time as they were transporting the patient through the halls of the hospital. They were able to successfully transfer the patient onto the receiving facility¿s pump without issue. There was no harm to patient.

Event description:
Information received from facility indicated: it was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit lost power off ac no battery. Customer called from the cath lab after the balloon catheter was placed in the patient. As they were getting the patient ready for transport to an outside facility, she said they experienced the pump shutting down without alarm or warning twice. Both times, she was able to successfully restart the pump using the toggle power switch. At the time of the call, the pump appeared to be working normally. She was advise to unplug the pump so she could see the battery cell icon and it was fully charged. In light of the two shutdowns, she was advised not to use this pump for transport. She stated the hospital only has this pump. She said the patient was 90% left main and needed transport to a larger facility. She was asked if there was another transport company in the area with their own pump that could transport instead, and she said no. At this time it would be up to the provider or leadership make that decision to transport with a pump that had already shut down 2x, but was currently working fine. If they chose to transport, it would be recommended they have a 60cc syringe and 3-way stopcock for manual inflation if the pump shuts down and does not power back up. She asked to review the manual inflation process, which we did. After reviewing the cs300 console release handle vs lift levers to unlock battery, she was sent the images and asked if anyone had accidentally pulled the battery lift levers instead of the console release handle. She said ¿no¿. She was given a direct cell number for help and told to give a call en route with any problems or questions. She was also advise to call when they arrived at the other facility. 4:14pm edt. The customer texted after they reached the other facility saying the pump did shut down one more time as they were transporting the patient through the halls of the hospital. They were able to successfully transfer the patient onto the receiving facility¿s pump without issue. There was no harm to patient. Information received from facility mw (mw5151084) indicated: during cardiac catheterization an intra-aortic balloon pump therapy was initiated because of 95% blockage in the left main artery. Shortly after initiation the balloon pump powered down while therapy was going. This happened four times before the patient could leave the facility. Each time we turned the iabp (intra-aortic balloon pump) back on and restarted therapy. We checked all connections and could not find a cause for the issue. The patient remained stable but there was potential for harm to the patient. Reference related mfg report #2249723-2024-01561.

Manufacturer narrative:
Updated fields. Corrected fields: h6 (investigation findings). The failure analysis and testing dept. Received the following parts associated with this complaint: power supply, part number 0014-00-0033-05 rev. Y, serial number (B)(6). Solenoid driver board, part number 0670-00-0639e rev. A, serial number (B)(6). These parts were received with a reported failure of the unit losing power and not charging batteries. The unit would not power on and had no voltage coming from the power supply. The fat performed a visual inspection and found the parts to be in good condition. The fat installed pn 0014-00-0033-05 into cs300 test fixture and tested the part to factory specifications per the cs300 service manual part number. The unit powered on properly and charged the batteries. Ran the unit for 30 minutes with no issues. Could not confirm any failures with this part. The fat installed pn 0670-00-0639e into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. Attempted to power on the unit but it failed to boot up. Fat verified the fault on this part. These parts are obsolete and will not be sent to the supplier for further failure analysis. Retaining the parts in the failure analysis and testing department per procedure. The investigation has confirmed the defective solenoid board is the cause of the power issues experienced on the unit. The board was transferred to r&d for further evaluation, which was completed on 02 july 2024. The board was inspected under a microscope for signs of damaged components. No components were found to have any visible signs of damage. When installed into a cs300 test device, the problem was again replicated; power came on for less than a second and then shut off. Using a fluke digital volt-ohm meter, the board has been found to have a failed 10 microfarad/35 volts tantalum electrolytic capacitor (c80) that has completely shorted. The capacitor is part of the +24 vdc power circuit, and thus as shorted, will not permit the power supply of the cs300 to properly turn on. The capacitor was unsoldered from the board and replaced with a new capacitor. The solenoid driver board was reinstalled into the cs300 test pump and operated for several hours without issue, confirming the shorted c80 capacitor is the cause of the defective solenoid driver board.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Suspect device originally distributed as a cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling.

Event description:
N/a.